Event description:
Device 2 of 2 : reference MFR. Report# 1627487-2018-09188. Additional information received identified the patient underwent surgical intervention (B)(6) 2018, wherein an lead was implanted at s1. Reportedly, stimulation was achieved in the bottom of their foot.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-09188. It was reported the patient experienced ineffective stimulation. As a result, the patient experienced pain located in the heel of their left foot. Surgical intervention may occur later to address the issue.